Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15644. It was reported that the patient presented in clinic. During the device check, noise reversion episodes were determined on both right atrial (ra) and right ventricular (rv) leads. The pacing and sensing values were very stable. The physician believed that the lead noise was not significant enough to replace since the patient paced less than 3%. No changes were made. The patient was stable.